Event description:
A malfunction was reported with pump displaying malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to using an alternate method of insulin therapy.